Manufacturer narrative:
The device was returned intact and functional; upon return, the device gel was noted to be white/cloudy. The device weighed 0.2g over specification.

Event description:
Capsular contracture baker grade 3 left side.